Manufacturer narrative:
(B)(4). Not returned.

Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested and the following response received on (B)(6) 2011: the nurse in the case stated that not all of the staples deployed at the time of the firing and there was an incomplete staple line. No bleeding occurred. Another device was used to complete the case with no patient consequence. She also stated that the cartridge was difficult to remove from the device.

Event description:
It was initially reported that during a sigmoid colon resection, there was a problem with the device. The staple line was reported to be leaking. Surgeon requested walk thru steps to use on second device. Instructions given per IFU. Instructed to pull plastic to plastic. Product fired without issue. No leakage noted from staple line.